Event description:
It was reported the patient experienced an overstimulation sensation. The patient was unable to adjust the stimulation. The patient was at home when the stimulation became very intense and the patient was unable to turn it off. The patient has been implanted with two neurostimulation devices the week prior. One implant was subcutaneous for peripheral nerve stimulation in the lower back. The other device was an epidural placement. The patient began having painful stimulation and was taken to the medical center. Upon arrival, the stimulation was turned off using the physician programmer. The device was interrogated. Interrogation showed the device in an off state with one group programmed at 1.6 volts, 330 us, 120 hz, and 1.25 v with 30 us. No reprogramming had been done prior to interrogation. The voltage and rate settings were full range and pulse width limits were off. Impedance testing was being considered. The patient did not use an external antenna. The status of the patient programmer and the recharger were going to be investigated. It was unclear if the patient tried to turn the stimulation off using the recharger. Additional information has been requested. See MFR report #3004209178200808268.